Event description:
A customer reported false negative hbsag results on hbsag positive seling control. False negative hbsag results could present a risk to public health. No patient results were reported. There was no report of patient harm as a result of this event.